Event description:
Patient had swelling and boils post treatment. Patient tried lymph massages, and then had to have the np slice and drain boils and put on lidocaine patches for pain. Patient still has lumps and open wounds on underarms.